Manufacturer narrative:
This report is submitted on january 31, 2022.

Manufacturer narrative:
This report is submitted on november 26, 2021.

Event description:
Per the clinic, the patient experienced pain at the implant site in (B)(6) 2021 (specific date not reported). Subsequently, the device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery.